Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: it was reported that during an anterior lumbar interbody fusion through a trans-abdominal retroperitoneal approach, inductigraft pack size: 10ml was used to fill up the lumbar cages (previously reported as 5 to 10 cc of actifuse). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that on an unconfirmed date approximately 6-7 weeks ago actifuse abx was used. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a pelvic abscess and subsequently passed away after using 5 to 10 cc of actifuse. It was reported that during an anterior lumbar interbody fusion through a trans-abdominal retroperitoneal approach, actifuse was used to fill up the lumbar cages. No complications were noted during or after surgery, and the patient was discharged on postoperative day six. It was reported that six weeks postoperatively, without any prior symptoms, the patient collapsed and passed away shortly after. The cause of death was reported to be due to a pelvic abscess. The cause of the abscess was not reported. An autopsy was performed and a bloody, cloudy liquid content pelvic hematoma was detected and confirmed to be septic. No additional information is available.